Event description:
It was reported that the patient experienced a broken inflatable penile prosthesis. The patient was expected to undergo a revision surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was able to confirm the reported events as the identified broken fabric threads and bulge could affect the functionality of device as the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that was a result of wear against the pump strain relief krt junction; no leaks were found. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had broken fabric threads in the cylinder body and a bulge was present when it was inflated with a syringe. Cylinder 1 was not pressure test due to the bulge that was identified. Cylinder 2 passed leak and pressure tests performed. The identified broken fabric threads and bulge could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, based on the failure of the cylinder due to the identified cylinder bulge. The adverse event of bulge in a cylinder is known risk of the device and is included in hazard analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a broken device. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the revision surgery and patient outcome, despite good faith efforts.